Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips were closing prematurely. When the surgeon was advancing the clip, the clip was closing prematurely. Case completed with another device of the same product code. No pt consequence.